Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer received a high capillary reading of over 250 mg/dl and allegedly treated self inapropriately based on that reading. While on the phone after insulin administration the consumer required paramedic assistance. The results on the paramedic's meter was 33 mg/dl and 40 mg/dl when compared to a second concurrent medisense reading of 150 mg/dl. When the values were plotted onto a clark error grid, the results fell within the "d" zone which is considered clinically significant. Complaint investigation post event revealed the test strips being used by the consumer to be expired.